Event description:
Boston scientific received information that this right ventricular (rv) lead, right atrial (ra) lead, and cardiac resynchronization therapy defibrillator (crt-d) exhibited intermittent noise and oversensing. The noise and oversensing was observed on the ra, rv, and shock channels and resulted in the storage of inappropriate ventricular fibrillation (vf) and non-sustained ventricular tachycardia (nsvt) events as well as atrial tachy response (atr) episodes. The presenting electrogram (egm) showed atrial and ventricular pacing inhibition greater than 2 seconds. Additional information was unable to be obtained. At this time, there is no evidence that intervention has been performed to mitigate the issue. They system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.